Event description:
Customer shaking; checked blood glucose=186 mg/dl/. After customer played basketball, retested blood glucose=373 mg/dl. Customer thought reading was inaccurate. Customer began feeling lightheaded and shaky; called paramedics then ate sugar, milk, water, bread. Paramedics blood glucose reading= 109 mg/dl. Customer transported to hosp. Hosp blood glucose reading=130 mg/dl. Hosp administered IV fluids, a request was made for the return of the suspect device and replacement product was sent.